Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It was also noted the patient heard beep tones. Technical services (ts) recommended bringing the patient in for reprogramming and device interrogation. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.